Event description:
Pump was set up overnight to deliver 800ml of feed. When checked in the morning, only 200ml had been delivered. It was noted that the flow switch on the giving set was turned partially toward the drug administration port preventing flow of the feed; however, pump did not alarm.